Manufacturer narrative:
Alarm was noted during testing. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify software error alarm due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a software error alarm while priming the insulin pump. The customer's blood glucose reading was unknown. The customer performed troubleshooting but the alarm occurred again. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The device was replaced and will be returned for analysis.